Event description:
It was reported patient underwent m2a total hip arthroplasty on (B)(6) 2009. A subsequent revision was performed allegedly due to dislocation and pseudotumor. The head, cup and adapter were removed and replaced. This report is based on allegations set forth in complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions," and number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02517 / 02519).